Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and confirmed the mobile view station (mvs) would not power on. The power from the mvs power board to the uninterruptible power supply (ups) was tested and there was power present, but there was no activity from the ups. The ups was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The ups was received at the manufacturer for evaluation. The ups did not power on with returned batteries. New batteries were installed, and all tests passed.

Event description:
A site biomed representative reported that when preparing for a future case, the mobile view station (mvs) seems to boot up but the monitor and keyboard do not have power. The monitor is black. There was no patient present when this issue was identified.